Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2010-00324. It was reported that during a coronary angiography procedure, a death occurred. Vascular access was obtained through the right groin. The 99% stenosed lesion was located in the distal right coronary artery (rca) and 99% stenosed lesion in the severely calcified distal left main primarily from a visible thrombus that protruded into the circumflex (cx). The surgeons were paged but the situation was so serious that they began emergent percutaneous coronary interventional (pci). A non bsc guide wire was advanced into the left anterior descending (lad) and another non-bsc guide wire was advanced into the cx. A 2.5 x 15mm maverick monorail balloon catheter was advanced into the ostium of the cx and inflated to 10atms for 15 seconds; however, there was little effect on the occlusion. Flow was maintained after the balloon inflation. A non bsc export catheter was then used but there was no effect. Patient was still stable and flow was still maintained. Approximately 20 minutes passed, as they prepped the left groin for access for a balloon pump. Upon obtaining access through the left groin, the physician decided to attempt ablation of the calcified lesion with a rotablator. A 1.5 x 9mm maverick otw balloon catheter was inserted into the cx and was used only to exchange the non bsc guide wire for a rota floppy wire. A 1.50mm burr was advanced onto the guide wire and at that time, the patient went into ventricular tachycardia. A cine angiography shot revealed the burr was in the guide and the heart was not beating and contrast not flowing through the vessels. Patient was defibrillated multiple times without returning to normal sinus rhythm. Patient was intubated, unspecified medications were administered, and a balloon pump was inserted through left groin, but the patient was pronounced dead after all available attempts were unsuccessful. The physician's opinion, "did not attribute the death to any bsc products."